Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient came in emergently with a rupture and a reported type 3a endoleak. The physician elected to implant the nellix aneurysm sealing system to treat the patient. At the completion of the secondary intervention the patient is reported to be doing well. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation will be completed. Clinical was unable to confirm the reported type 3a endoleak, the rupture, or the secondary procedure that was performed on (B)(6) 2017 due to lack of medical records, therefore a root cause could not be determined. The patient was reported as doing well after the repair procedure. There have been no further reports of negative patient sequelae. (B)(4).